Event description:
It was reported that the patient underwent surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working that started 1 month prior to the revision that was a result of a hole in the reservoir and cylinder. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific could not confirm the reported holes in the ipp cylinder and reservoir. The damage observed during analysis is consistent with explant; the root cause of the reported clinical observations cannot be established. Technical analysis: the cylinder and reservoir was returned for analysis to our post market quality assurance laboratory. The pump was not returned for analysis. Visual examination of the cylinder identified the outer tube and fabric threads where detached around the proximal cylinder body, and a fluid leak from the inner tube. These malfunctions are consistent with sharp instrument damage and is probable that this occurred during the explant procedure. The reservoir was visually inspected and functionally tested; there were no malfunctions identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working that started one month prior to the revision. It was a result of a hole in the reservoir and cylinder. The ipp cylinder and pump were explanted and replaced with a new ipp cylinder and pump. The patient was stable following the procedure.